Manufacturer narrative:
Explant date: if explanted; give date: not applicable as the lens remains implanted. Initial reporter phone: (B)(6). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after intraocular lens (iol) implantation, it was noticed that the second haptic was behind the optic. The iol was said to have been loaded correctly. There were no problems with advancing the iol. The iol was implanted and remains implanted. The patient has not been harmed. There was a small delay in the surgical procedure. No additional information was provided to abbott medical optics.